Manufacturer narrative:
H11. Additional narrative/data. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years and five (5) months due to unknown reason. The procedure was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (investigation findings, investigation conclusions) bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Per the instructions for use (IFU), structural valve deterioration (svd) is a known potential risk associated with bioprosthetic heart valves. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.